Event description:
It was reported that the rv lead was explanted due to sensing difficulty related to small r-wave amplitude that caused inappropriate vf therapy. No further patient complications were reported as a result of this event.